Event description:
It was reported that the patient faced infusion set cannula was bent event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was abdomen. The patient blood glucose level was high and was treated with correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-53381 / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.